Event description:
Belmont infuser tubing appeared to have a leak from the white plastic joint causing blood to leak and spray into the belmont infuser itself. Unknown if leak originated in tubing or if the infuser caused the leak. Infusion stopped, machine and tubing replaced. No known harm to the patient at this time.